Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: visual analysis of the returned device identified crease fold, deformation, voids and bubbles. Weight measurement identified device weight to the specification. Cloudy was observed after autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process and no openings or issues related to rupture device were observed. Additional, changed, and/or corrected data: b.5, d.10., h.3., h.6.

Event description:
Healthcare professional additionally reported "chronic inflammatory infiltrate."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and seroma-late.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, and "repeated late seroma". Device has been explanted.